Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a tonic-clonic seizure during the lead implant. The patient was unresponsive, foamed at the mouth, and had right eye deviation. If no other reversible causes of reduced seizure threshold could be found they would not attempt to repeat the lead implant. No additional hardware was implanted or attempts made after the patient exhibited seizure like symptoms. The procedure was aborted and the patient was taken to the intensive care unit for further evaluation. There was a pharmacological intervention noted. CT scan without contrast showed intraparenchymal gas along course of aborted lead tract. The event was noted as related to the procedure and not related to the device or therapy. The event resulted in in-patient hospitalization. The event was considered resolved without sequelae on (B)(6) 2014.